Event description:
It was reported that the pt sometimes hears a clicking sound at high frequencies, and that she has an uncomfortable sensation. She perceives sounds at low and middle frequencies up to 2000 hz. During a revision surgery the surgeon tried to re-position the floating mass transducer (fmt) but, reportedly, this surgery was not successful.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.